Event description:
Sales rep reported that the tip of a needle broke off as it was being removed along with the instrument from the pt. The pt was x-rayed and no evidence of any foreign body was seen. Surgeon was unable to locate the broken tip. There were no reports of pt injury or further complications as a result. There was a delay of only a few minutes experienced.